Manufacturer narrative:
On 4/23/2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Based on the information reported to the FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplasic large cell lymphoma (alcl), a type of non-hodgkin´s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. According to the FDA, the incidence of alcl in patients with breast implants is "a very small fraction of the 5-10 million women who have received breast implants worldwide". The main symptoms of alcl in women with breast implants are late onset, persistent swelling and pain in the vicinity of the implant and peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. Because of the small number of cases worldwide, there is no defined consensus treatment regime for peri-implant alcl. Mentor concurs with FDA´s position that, "because the risk of alcl appears very small, FDA believes that the totality of evidence continues to support a reasonable assurance that FDA-approved breast implants are safe and effective when used as labeled a seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Late seroma and alcl complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported from the USA that a (B)(6) year-old female patient of an unknown ethnicity who underwent breast reconstruction revision surgery with mentor memoryshape breast implants (mentor memoryshape¿ mh 495cc, date of implantation (B)(6) 2015) has been diagnosed with bia-alcl by her doctor. On (B)(6) 2020, left breast fluid was aspirated and sent in for testing. The cytopathology report results of the left breast fluid aspiration reads as follows: diagnosis: consistent with breast implant associated anaplastic large cell lymphoma. Microscopic description: the left breast seroma fluid shows a mixed population of small lymphocytes in conjunction with numerous large atypical cells, which are non-cohesive and distributed as single cells. This atypical population was present in both the specimen submitted for flow cytometry and cytology. Flow cytometry (flw-20-1617) showed a cd4+ t-cell population with dim cd7, but the neoplastic cells may not be represented due to large cell size. A cell block was made, with numerous large atypical cells present. Immunohistochemistry staining shows that the large cells are positive for cd45, cd3, cd4, and strongly positive for cd30. The overall morphologic and immunochemistry results, in conjunction with the clinical findings, are consistent with breast implant-associated anaplastic large cell lymphoma, which would have prognostic implications for this diagnosis if present. This diagnosis rendered by (B)(6), dept. Of hematopathology. Immunohistorychemistry results: antibody: cd3: positive in t-cells, including large, neoplastic t-cells. Cd30: strong, uniform positivity in neoplastic t-cells. Cd4: positive in large neoplastic t-cells. Cd8- negative in neoplastic t-cells, positive in small background t-cells. Cd2: positive in portion of large neoplastic t-cells. Cd20- positive in rare, scatter b-cells. Polytypic keratin: negative in neoplastic cells. Gata3: positive in neoplastic large t-cells, also positive in small background t-cells. Ttf: negative in neoplastic cells. Cd5: positive in neoplastic t-cells. Cd7: weak positive in a portion of the neoplastic t-cells. Alk: negative in neoplastic t-cells. The patient suffered from left breast cancer and underwent a lumpectomy and radiation. As a result, she acquired defect to her left breast and underwent reconstruction surgery on (B)(6) 2004. Placement of a mentor tissue expander with a reference number of 354-2513 was implanted and had a total of 150 cc placed at the time of surgery. After serial inflations to her tissue expander, on (B)(6) 2004 she underwent removal of the tissue expander and placement of a becker implant with a reference number of 354-1515 to her left side. At this time, a becker implant was also placed on the right side for augmentation and symmetry. On (B)(6) 2005, the patient underwent a right anchor mastopexy for symmetry. On (B)(6) 2015, the patient underwent removal of her right ruptured becker implant and removal of her left intact becker implant with bilateral capsulectomies. These implants were replaced with mentor memoryshape breast implants (right side with a reference number of 334-1152 ( sn (B)(4)) and left side with a reference number of 334-1202 (sn (B)(4)). The patient developed significant capsular contracture, baker grade IV on the left side. Thus, on (B)(6) 2015 she underwent removal of the left intact implant and capsulectomy. She had the implant replaced with a mentor memoryshape breast implant ( reference # 324-1302, sn (B)(4)). Left breast fluid was collected on (B)(6) 2020, which results in the diagnosis on bia-alcl on or around (B)(6) 2020. The patient underwent explantation of the device on (B)(6) 2020. As of (B)(6) 2020, the patient is alive. We are still awaiting the results of the pathology test of the capsule. Should additional information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.

Manufacturer narrative:
On 3/23/2020 and 3/26/2020, mentor received additional information which was reviewed by the clinician and medical safety officer and information was updated as follows: "it was reported from the USA that a (B)(6) female patient of an unknown ethnicity who underwent breast reconstruction revision surgery with mentor memoryshape breast implants (mentor memoryshape¿ mh 495cc, date of implantation (B)(6) 2015) has been diagnosed with bia-alcl by her doctor on or around (B)(6) 2020. The patient presented with a sudden enlargement of her left breast associated with a subcapsular fluid collection with suspicion of lymphoma secondary to the patient¿s breast implant. On (B)(6)2020, the left breast fluid was aspirated under ultrasound guidance, 250cc of serous and blood tinged fluid was withdrawn, and sent in for testing. The cytopathology report results of the left breast fluid aspiration reads as follows: diagnosis: consistent with breast implant associated anaplastic large cell lymphoma. Microscopic description: the left breast seroma fluid shows a mixed population of small lymphocytes in conjunction with numerous large atypical cells, which are non-cohesive and distributed as single cells. This atypical population was present in both the specimen submitted for flow cytometry and cytology. Flow cytometry (flw-20-1617) showed a cd4+ t-cell population with dim cd7, but the neoplastic cells may not be represented due to large cell size. A cell block was made, with numerous large atypical cells present. Immunohistochemistry staining shows that the large cells are positive for cd45, cd3, cd4, and strongly positive for cd30. The overall morphologic and immunochemistry results, in conjunction with the clinical findings, are consistent with breast implant-associated anaplastic large cell lymphoma, which would have prognostic implications for this diagnosis if present. This diagnosis rendered by dr. Thomas fennell, dept. Of hematopathology. Immunohistorychemistry results: antibody cd3: positive in t-cells, including large, neoplastic t-cells. Cd30: strong, uniform positivity in neoplastic t-cells. Cd4: positive in large neoplastic t-cells. Cd8- negative in neoplastic t-cells, positive in small background t-cells. Cd2: positive in portion of large neoplastic t-cells. Cd20- positive in rare, scatter b-cells. Polytypic keratin: negative in neoplastic cells. Gata3: positive in neoplastic large t-cells, also positive in small background t-cells. Ttf: negative in neoplastic cells. Cd5: positive in neoplastic t-cells. Cd7: weak positive in a portion of the neoplastic t-cells. Alk: negative in neoplastic t-cells. The patient suffered from left breast cancer and underwent a lumpectomy and radiation. As a result, she acquired defect to her left breast and underwent reconstruction surgery on (B)(6) 2004. Placement of a mentor tissue expander with a reference number of 354-2513 was implanted and had a total of 150 cc placed at the time of surgery. After serial inflations to her tissue expander, on 10/15/2004 she underwent removal of the tissue expander and placement of a becker implant with a reference number of 354-1515 to her left side. At this time, a becker implant was also placed on the right side for augmentation and symmetry. On (B)(6) 2005, the patient underwent a right anchor mastopexy for symmetry. On (B)(6) 2015, the patient underwent removal of her right ruptured becker implant and removal of her left intact becker implant with bilateral capsulectomies. These implants were replaced with mentor memoryshape breast implants (right side with a reference number of 334-1152 ( sn (B)(4)) and left side with a reference number of 334-1202 ( sn (B)(4)). The patient developed significant capsular contracture, baker grade IV on the left side. Thus, on (B)(6) 2015 she underwent removal of the left intact implant and capsulectomy. She had the implant replaced with a mentor memoryshape breast implant (reference # 324-1302, sn (b)4)). Left breast fluid was collected on 02/19/2020, which results in the diagnosis on bia-alcl on (B)(6) 2020. The patient underwent explantation of the device on (B)(6) 2020. The capsules were sent in for pathology and the results of the left breast capsule reads as follows: left breast implant scar tissue capsule, excision ¿ dense areas of scar with reactive changes and rare atypical cells, no malignancy seen. The tissue is extensively sampled. Although rare atypical cells are seen, there is no definitive evidence of lymphoma. Therefore, the alcl¿s site was confined in the seroma fluid. The patient received a non-mentor gel replacement implant. As of 03/18/2020, the patient is alive. Further alcl treatment is unknown at this time. Should additional information become available, this case will be re-assessed and notes will be updated." On 4/1/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/10/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).